Event description:
It was reported to philips that the device was showing an error. There was no patient involvement.

Event description:
It was reported to philips that the device was showing an error. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca and capacitor. The therapy pca and capacitor were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.